Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The customer's current blood glucose reading was 597 mg/dl. The customer stated that she has been experiencing bent cannulas and problems with the insertion device ever since her hcp recommended the infusion set she is using. The customer was unable to troubleshoot at the time of the call. Advised the customer to call back at her convenience.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2012-07376.